Manufacturer narrative:
(B)(4). The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and dat test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit uploaded properly using carelink. Unit had minor scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, partially broken reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (date of customer passing: (B)(6) 2019.) There is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported via phone call that the customer passed away at the hospice center on (B)(6) 2019. The cause of death was kidney diseases and complications from diabetes. The caller reported that other issues that may have led to the customer's passing was blindness and kidney decease. The customer¿s blood glucose was unknown at the time customer passed. Customer was not wearing the insulin pump at the time of death, the insulin pump was removed on (B)(6) 2019. Continuous glucose monitoring was not included in customer¿s diabetes therapy. Insulin pump is returning for failure analysis. This was reported in order to include the failure analysis findings.